Event description:
In 2000, the international distributor informed the MFR via a faxed report of the following: while checking/inspecting the product, a hair was found in the package. Customer requested a credit be issued for the devices in question. The devices are scheduled to be returned to the MFR for eval. No further details were provided.